Event description:
A physician reported that a male pt experienced a fusarium corneal ulcer while using renu with moistureloc multi-purpose solution. The pt was intially seen by another pracitioner in 2005 who prescribed. Vigamox for initial treatment. The pt was then referred to the reporting physician in 2005 and initiated fortified antibiotic treatment. In 2005 the pt began antifungal treatment. An isolate of the corneal ulcer was obtained which was positive for fusarium. The pt was subsequently prescribed amphotericin drops and voriconazole drops and tablets. The pt's outcome included a dense corneal sear possibly requiring a corneal graft.